Event description:
The customer stated they were getting inaccurately high results when it was actually low. The customer stated they received a result at 9am in the 300's. The customer stated they took units of insulin and later passed out before they could eat breakfast. Paramedics were called and received a result of 60 mg/dl and the customer was given oral glucose and a sugar injection. Later their blood glucose was 75 mg/dl. A request was made for the return of the suspect device and replacement product was sent.